Event description:
Sa nurse reported that they have seen white and brown particles which sometimes make it into patient's eyes during surgery as they are so small that the staff does not always see them. Add'l info has been requested.

Manufacturer narrative:
The investigation is in progress. A samples is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).